Event description:
On (B) (6) 2005, the pt was implanted with the gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. After the implant the aneurysm sac was reported to be shrinking. At an unk date a type ii endoleak was identified which caused the aneurysm to increase in size leading to the devices being explanted on (B) (6),2010. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms.